Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there were issues when interrogating the device during follow-up. Patient was asymptomatic. Upon attempted interrogation of the device with the rf antenna plugged into the programmer, a message appeared indicating to locate the device with inductive wand. Multiple programmers and inductive wands were used but were unsuccessful. The rf antenna was then unplugged, and the device was able to be interrogated successfully. Patient will continue to be monitored. Device remains implanted.